Manufacturer narrative:
(B)(4).

Event description:
It was reporetd that on (B)(6) 2006, reportedly, the patient underwent a MRI which demonstrated relative maintenance of lumbar lordosis with evidence of some very modest degenerative disc disease at the l4-l5 level, severe disc space collapse at l5-s1 with associated modic changes. There was evidence of a disc herniation as well. There was evidence of a disc herniation as well. The neural foramina were compromised bilaterally. Axial views demonstrated evidence of previous laminectomy defect at the l5-s1 level on the left. There is a large disc herniation facing the traversing s1 nerve root on the left. There was a broad based protrusion at the l4-l5 level as well. There was evidence of caudal migration of this fragment of disc. On (B)(6) 2006 the patient underwent various labs. The patient also underwent chest x-rays. On (B)(6) 2006 the patient presented with back and leg pain. X-rays confirmed complete disc space collapse at the l5-s1. A-p view d emonstrated five lumbar type vertebrae. Assessment: herniated nucleus pulposus, probably recurrent l5-s1 on the left; left side sciatica; and chronic persistent low back pain. Per the encounter notes, the patient had failed extensive non-operative care. On (B)(6) 2006 the patient presented with the back and left leg pain and the pre-operative diagnosis of recurrent disc herniation, left l5-s1. The patient underwent surgery which consisted of revision decompression l5-s1; posterior spinal fusion l5-s1; placement of posterior instrumentation using posterior rods and screws at l5-s1; interbody fusion l5-s1; placement of peek interbody cage 10x 22 l5 s1; placement of locally harvested morselized autograft in the posterolateral gutters; and placement of rhbmp-2/acs combined with ceramic granules in the interbody space and posterolateral gutters. Per the operative report "..... Through a transforaminal approach on the left a complete discectomy was performed and the end plates curetted to subcortical bleeding bone. A 10 x 22 mm peek interbody cage filled with rhbmp-2/acs and ceramic granules was then tapped into position. The rods were then compressed and locked into final position. The transverse processes of l5 and the sacra ala were burred to subcortical bleeding bone bilaterally and the remaining rhbmp-2/acs combined with ceramic granules and locally harvested morselized autograft was then placed in the posterolateral gutters. Of note, there was significant disc material and scarring appreciated along the exiting l5 and traversing s1 nerve roots on the left and this was completely removed for complete decompression of these nerves..." Radiographs verified placement. No patient complications were noted. On (B)(6) 2006 the patient was discharged from hospital. Per the discharge notes the patient no longer had leg pain. In (B)(6) of 2007 it was reported that the patient underwent spinal surgery. On (B)(6) 2009 the patient presented withpersistent low back pain and bilateral leg pain. A lumbar spine MRI was conducted which showed status post posterior decompression and fusion at l4-l5 and l5-s1 and mild to moderate osteophyte narrowing of the right l5 neural foramen. On (B)(6) 2011 the patient presented with "a lot" of back pain which extended down both legs and sometimes radiated up the back and into the neck. There was some burning in the legs and throbbing pain when lying down. On (B)(6) 2011 the patient reported that they were allergic to contrast (MRI). On (B)(6) 2011 the patient presented with low back and bilateral leg pain. The patient refused an injection of IV gadolinium contract due to having had a reaction in the past. A MRI of the lumbar spine demonstrated some osteophytic narrowing of the l5 neural foramina, probably greater on the left and a new, mild broad based foraminal disc protrusion at l3-l4.

Manufacturer narrative:
Review of radiographic images found as follows: (B)(6) 2006 lumbar series shows some loss of bone quality, considerable loss of disc height at l5 with osteophytes circumferentially. (B)(6) 2006 lumbar fluoroscopy shows pedicle screws at l5/s1. Ap and lateral views show good position of implants. (B)(6) 2006 lumbar spine series decompression and tlif has been performed at l5. Ap and lateral views show good position of all implants. (B)(6) 2006 lumbar spine series decompression and tlif has been performed at l5. Ap and lateral views show good position of all impl ants. (B)(6) 2006 lumbar spine MRI fusion is seen as noted on x-ray above. Lysis appears to be present cephalad to the spacer in l5. Spacer position is in adequate position. Considerable soft tissue disruption as occurred in the general area of the lumbar surgery. Axial views show bone resorption around the dorsal half of the interbody spacer. No clear nerve compression, or heterotopic bone is seen on these studies. (B)(6) 2007 lumbar spine series no change from previous lumbar x-rays taken after the lumbar surgery. (B)(6) 2010 lumbar spine series extension of the fusion has been performed including placement of a single midline cylindrical cage at l4 and extension of pedicle screws and rods to l4. (B)(6) 2011 lumbar MRI this study is of poor quality but appears to show resolution of the bone resorption seen around the l5 spacer. Screw position at s1, l5 and l4 appears satisfactory. Quality of study is very grainy and interferes with assessment of canal contents.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient underwent an unspecified surgery on (B)(6)-2006 using rhbmp-2/acs.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.